Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient receiving the make sure heater bag is on heater tray message during fill 5 of 5. The patient was connected during the incident. The heater bag selected during setup was 6 liter; the reporter was previously advised that the heater bag was programmed incorrectly as 6l when the patient is using a 5 liter heater bag. A replacement cycler was issued due to iipv/overfill of 199%. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the replacement. Upon followup the patient¿s peritoneal dialysis nurse (pdrn) confirmed the reported event. The pdrn stated that the patient completed treatment using the cycler on the day of the reported event. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient receiving the make sure heater bag is on heater tray message during fill 5 of 5. The patient was connected during the incident. The heater bag selected during setup was 6 liter; the reporter was previously advised that the heater bag was programmed incorrectly as 6l when the patient is using a 5 liter heater bag. A replacement cycler was issued due to iipv/overfill of 199%. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the replacement. Upon followup the patient¿s peritoneal dialysis nurse (pdrn) confirmed the reported event. The pdrn stated that the patient completed treatment using the cycler on the day of the reported event. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.